Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axis motor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The axis motor was analyzed and during visual inspection no problem related to reported issue was found. System logs were reviewed and error 23065 was confirmed. Axis 1 motor was installed on an internal equipment, fixture, tool (eft) system and ran calibration successfully. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered repeated error 23065 when trying to deploy for docking. The customer attempted to hard power cycle the patient side cart (psc), but this did not resolve the issue. The customer decided to abort to a different da vinci system before calling for support. The procedure was aborted to another dv system with no reports of patient involvement.